Event description:
The customer reproted alarm failure. There was no patient harm reported

Manufacturer narrative:
Pr#: (B)(4). The customer reported alarm failure. A philips filed service engineer (fse) visited the customer site and confirmed that there was no alarm sound. The fse replaced the monitor main board to resolve the issue. The monitor remains at the customer site. The fse tested the monitor after repair and reported the monitor was working properly. There have been no additional similar issues reported with this monitor since the date of this complaint. Device labeling (IFU) adequately warns users not to rely solely on audible alarming and specifies that effective monitoring includes close personal observation. No further investigation or action is warranted.